Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the otw voyager balloon catheter was delivered to the chronically totally occluded (cto) lesion; however, during inflation the balloon ruptured. The balloon catheter was replaced with another company's balloon catheter but it also ruptured. The procedure concluded without any other procedure. Reportedly, there were no pt effects. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, interaction with other devices, exceeding rbp, patient anatomy, lesion calcification, or lesion tortuosity. It appears that the moderately tortuous, moderately calcified, and 100% stenosed lesion contributed to the balloon rupture since another company's balloon dilatation catheter also ruptured. However, without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported balloon rupture.